Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the physician had trouble releasing the filter, it would not deploy when the release button was pressed. To release the filter the physician opened the handle on the femoral introducer and manually released the filter. After the filter was released, it was observed that the filter legs were crinkled up. The filter was then retrieved with a clover snare and the procedure was successfully completed with another filter which was placed from a jugular approach. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use excessive force should not be exerted in placement of the filter. If deployment of the filter is not possible, it may require a replacement of the device. If a replacement of the device is not possible or if the filter does not expand correctly, it may require additional interventions or surgical removal. There are adequate controls in place to ensure that this type of device is manufactured to specifications. No device or images were provided for the investigation. Based on the provided information it is unknown what caused the femoral introducer to be unable to deploy the filter in first attempt. However, it was reported that the physician ¿bends the cannula¿ prior to insertion this could possibly have contributed to the event. Furthermore, it was reported that the filter legs ¿crinkled up¿ after the physician had released the filter from the femoral introducer. This could happen if the filter were unintendedly pushed forward after release with the femoral introducer, but this is purely speculations. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the doctor bends the cannula before inserting. He does this for every femoral approach filter. Upon deployment of the filter, the filter mechanism would not release. After hitting the safety button and the blue release button, it would not deploy. In order to release the filter, he had to break open the handle of the filter and manually release it. Then, the legs of the filter were crinkled up on themselves. He then had to retrieve the filter from the patient. The procedure was successfully completed by placing another filter by jugular. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.